Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim was used during a prolapse repair procedure on (B)(6) 2016. According to the complainant, during the procedure, the lead suture broke. The procedure was completed with this device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.